Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer followed all the instructions but could not fill the tubing with insulin. When the reservoir was completely empty, the insulin pump asked to rewind again and repeat the process. Customer's blood glucose level was 6.6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked belt clip slot at the battery tube threads area and a broken reservoir tube lip.